Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient was not able to keep their appointment last week and has one this afternoon instead with a different manufacturing representative.

Event description:
Additional information was received from manufacturer representative. It was reported that the manufacturer representative attempted unsuccessfully to interrogate the ins with the physician programmer. There was a suspected overdischarge. Initiated trickle charge and was successful at communicating/charging via the recharger. The power on reset (por) was cleared and the patient was able to use the patient programmer and power on the ins. The cause of the overdischarge was that the patient was not recharging his battery properly and/or in a timely manner and allowed it to become overdischarged. The issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to turn on or communicate to their stimulator when they used their recharger or patient programmer. It was reported that the stimulator was working yesterday ((B)(6) 2017). The representative attempted to walk the patient through a process over the phone, looking for a different outcome, but the issue did not resolve; the patient was still unable to communicate with the device. The representative is attempting to schedule a meeting with the patient for troubleshooting. The event occurred on (B)(6) 2017 and there were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported that when the above events occurred they were in pain. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.